Manufacturer narrative:
(B)(4).

Event description:
It was reported that when asymptomatic patient presented in-clinic for follow-up device was found to be in back-up vvi mode. A device download was performed successfully. The device was restored to normal function, and remains implanted. The patient's condition was stable.